Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not switch am to pm into the pump time setting while trying to change time zones. Blood glucose was 172 mg/dl. Tandem technical support assisted the customer with correcting the time.